Manufacturer narrative:
On 13- feb-2017, a field service engineer (fse) powered the device off, then on, and the main arm was homed. Additionally, all cups were cleared from the sorter area and all set home was "ok". Following the intervention, the customer was able to run all quality controls (qc) and the error cleared. The aia-2000st was functioning as intended. No further action required by field service. The probable cause of the event was a jammed cup causing the main arm to prevent from going to home position. The probable cause of the event was the waste funnel clogged. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, the customer reported getting a constant "error 4211 main arm y axis home detect error" with their aia2000st. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.